Manufacturer narrative:
The device history record for the lot number reported was reviewed and no issues were observed. The ahmed glaucoma valve is designed to maintain pressure range between 5-21 mmhg the unit received for evaluation was tested and it maintained pressure between 5-21 mmhg.

Event description:
Valve was not filtering once it was implanted. Removed after 10 minutes of being implanted. Switched for another fp7 then that one worked fine.